Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and replaced the breath delivery central processing unit (cpu). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that an 840 ventilator had rolling thunder error log failure. There was no patient involvement.